Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured for weight as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. An in-house testing was performed with the returned meter and returned strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory.